Event description:
Reporter indicated systems and normal mode diagnostics at office visit after initial implant surgery resulted in high lead impedance readings, indicating a possible lead break. No serious injury was reported. Exploratory surgery was performed and it was found the lead pin was not fully inserted past the generator connector block. Systems diagnostics tests were normal. The lead and generator remained in the patient. Systems diagnostics results were not available for the implant surgery. The patient is currently doing well and receiving vns therapy.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.